Event description:
It was reported the rv (right ventricular) lead was capped and replaced because the impedance had decreased. The atrial lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full atrial lead returned and analyzed. Other text : trueicapsurefix implantable pacing lead, it was reported the rv (right ventricular) lead was capped and replaced because the impedance had decreased. The atrial lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: insulation degradation/deterioration, insulation. No conclusion can be drawn. Unknown (for use when the device problem is not known).